Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Patient stated she felt dizzy symptoms did not match her cgm reading of 90mg/dl and took her bg reading of 26mg/dl, then called the paramedics. When paramedics arrived, they treated the patient with dextrose and she drank a cup of cranberry juice and ate yogurt. Paramedics stayed until patient was stable and bg reading was 160mg/dl. At the time of contact, patient was still stable. No additional patient or event information is available. Data was received for evaluation, the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rate of change. The probable cause was determined to be improper calibration during a rapid rise or fall. No additional event or patient information is available.